Event description:
Home care dealer reported that a customer had slipped through a vest the night before. No injury alleged. Patient's wife stated that they have a capella 201 mobile lift with a medium vest. The husband has used this for approx 5 years and never had a problem. According to the wife, the husband slipped through the vest and onto the floor. She felt the only reason causing him to slip through was due to the fact that he has lost a significant amount of weight. They were aware of the weight range for the vest and had intended to get a small size, but just had not accomplished that yet.

Manufacturer narrative:
(B)(4). This MDR is part of a retrospective review in accordance with CAPA activities.